Event description:
The customer's doctor called to report that the customer was admitted to the hospital for high bgs. The doctor called and requested assistance in changing the basal rate. The doctor found that the tubing on the set was kinked and was leaking. The doctor indicated that the customer took numerous boluses to bring the bgs down until customer started feeling bad and dehydrated. The doctor was trying to adjust the basal rates since the customer was running very high bgs during the day and dropping at night. The customer would remain in the hostital for another twenty fours hours. Informed the doctor about the two high bg rule and asked him to make sure the customer is aware of it.